Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipack¿ syringe there was an issue with package seal integrity. The customer stated ¿the package was opened (not sealed).¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The batch complained was manufacturing during (B)(6) 2017 until (B)(6) 2017. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.